Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that they had a failure to alarm for a ventricular tachycardia. Due to the delay in the customer reporting the event to spacelabs healthcare, waveform data was no longer able to be reviewed as the data had been purged. Additionally, it was unclear which xhibit telemetry receiver (xtr) was involved with the event. A spacelabs healthcare field service engineer (fse) went on site to evaluate all the xtrs at the customers site that could have been associated with the event. All of the xtrs passed functional and performance testing. The fse gathered xtr logs and forwarded to a spacelabs healthcare product support specialist for additional review. When the review of data is complete, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
The xhibit telemetry receiver (xtr) logs were pulled and evaluated by a spacelabs healthcare product support specialist (pss). The pss found that the channel on the xtr was in noise shut down and temporarily stopped processing ECG. The noise shut down occurs when there is significant noise in the ECG. The system will alert clinical staff of the noisy waveform, however, this will cause ECG to temporarily stop processing the waveforms and identify arrhythmias until the noise is resolved. Data provided by the customer shows that the vtach occurred right after the noise. As the xtr was still in noise shut down, the system did not classify the ventricular tachycardia.